Event description:
It was reported that the patient presented to the clinic with leads vegetation, redness, swelling, and discharge at the implanted device pocket site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead, and atrial lead due to infection. The patient was in stable condition.